Event description:
It was reported that the patient experienced inadequate pain relief and high impedances were noted on the lead. The implantable pulse generator (ipg) would also not completely charge and would overheat when attempting to charge. The patient underwent a spinal cord stimulator (scs) system replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 21028378, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 21263549, UDI: (B)(4).